Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The logs were reviewed which confirmed the inability to detect the purge disc. The console was evaluated and it was confirmed that the purge flag had broken off/was missing on the console. The root cause of the purge flag issue was a missing/broken purge flag.

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a 5.5 support ongoing when the 2nd console utilized (after 1st console failed) had an issue with loading/recognition of the pc. The team replaced the aic (automated impella controller) again and support proceeded. No harm or injury from interruption in the support.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.